Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed, and the complaint was not confirmed. The grip tips opened and closed properly. Internal and external visual inspections did not reveal any evidence of cracks. The instrument was found to be fully functional. There was melting on the bipolar yaw pulley at the base of the grip. Due to this damage, a portion of the active electrode was exposed that would not normally be exposed. The instrument grips were manually manipulated during evaluation. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had a crack in the plastic just below the tips. No known impact or patient consequence was reported.